Event description:
On (B)(6) 2004, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, images were read which appeared to show a proximal type I endoleak. Images also appear to show distal movement of the trunk-ipsilateral leg component. The aneurysm sac measured 7.5-8cm. On (B)(6) 2011, this pt underwent a reintervention whereby the excluder devices were relined. Prior to the reintervention, images were taken that would not confirm aneurysm growth or device movement.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specs. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.